Event description:
The customer reported that the system displayed corrupt software errors and failed to boot to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was evaluated and reformatted. The system software and calibration were also reloaded. The system was tested and found to be working as intended and returned to service.